Manufacturer narrative:
The field service representative (fsr) attached lines to system and started to test. There was almost no flow. The fsr added descaler to unit and flow was restored momentarily. The unit was drained and found calcium deposits had fully clogged the strainer and lower lines. The fsr flushed system and refilled. The fsr completed a full inspection without any issues and the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the unit was pulled out of storage and filled with water on (B)(6) 2012. The unit was used on (B)(6) 2013 and the unit would not heat. The unit would not rewarm the pt and was intermittently alarming a "temp > 42.5" message. There was a red light with audible tone also. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.